Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump failed occlusion at 10.13 pounds per square inch (psi). No patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Found high pressure messages in the event history log. Replaced defective downstream occlusion sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured oct. 2006, and is out of warranty. Therefore, no manufacturing DHR review is needed.